Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported, that during implanting the z nail 10.5 x 85 lag screw its attachment notch was broken on (B)(6) 2015. Device was removed, procedure was completed with different size same product surgery was delayed for 45 minutes.

Manufacturer narrative:
It was reported that both notches of the lag screw were broken while inserting. DHR review results: z nail 10.5 x 85 lag screw: ref: (B)(4); lot: 2804998; yield: (B)(4); delivered: (B)(4); the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend identified. The compatibility check could not be performed as only one product was reported to us. The product compatibility check is not relevant for one product only. Devices analysis: there were two pictures provided. On the pictures the broken parts (notches/tap) of the lag screw were visible. The broken lag screw was returned for investigation. On the broken lag screw it could be seen that the notches were completely broken. The broken parts were not returned for investigation. In addition, a set screw was inserted into the inner diameter of the lag screw. This was most probably done to remove the lag screw from the bone. Furthermore, the thread part of the lag screw and the shaft area showed massive abrasion. This must be occurred in combination with the nail due to high forces applied on the lag screw and/or due to wrong positioning of the lag screw/nail. Review of incoming information: the surgical technique describes the correct insertion of the lag screw. "Attach the lag screw to the lag screw inserter using the lag screw retaining shaft to fully secure the screw to the inserter." Note: do not overtighten the lag screw. The distal edge must protrude laterally through the femur to ensure that sliding can occur. Possible causes for the reported event according to rmw: damage of lag screw due to users not choose the proper alignment and position for lag screw placement; breakage of implant due to users not choose the correct ccd angle targeting guide leading to drilling of the nail; breakage of implant due to users overtighten the lag screw in the bone; breakage of implant due to users position the lag screw that sliding is not possible. Comparison to investigation results whether it is possible and justification: possible: no surgical report and further information about the surgical procedure was received. It was unknown how the user tried to insert the lag screw. No information was given which instrument was used to insert the lag screw; possible: no information received if the user used the correct ccd angle of the targeting guide. No surgical report was received; possible: in the visual examination there were signs of overtightening of the lag screw in the bone visible. Abrasion marks could be found on the lag screw. A wrong positioning of the lag screw was also possible; possible: no surgical report and further information about the surgical procedure was received. There are several factors which may have contributed to the breakage. Overtightening of the lag screw; wrong positioning of the lag screw the instrument which was used to insert the lag screw was not fully adapted to the lag screw notches. However, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue.